Manufacturer narrative:
Concomitant medical products: product ID: 3888-28, lot #: l34622, product type: lead. Product ID: 3776-75, serial #: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syndrome. The patient mentioned that they had a medical history of back problems and stated that spinal stenosis runs in their family. It was reported that the patient was having an issue. They stated that the patient went into remission with their reflex sympathetic dystrophy (rsd) pain and hadn¿t needed to use their stimulator in eight or more years. The patient stated that then about three weeks ago they started to notice pain in their right buttocks where the ins was. They also stated that today they had as shooting ¿or like jolt¿ in the lead area almost up to their shoulder blade up their back. The patient stated that their stimulator was off. It had been off because the stimulation was irritating. The patient stated that if they sit or get in bed they actually ¿yell out loud, its that painful¿. No traumas/falls were reported that could be related to this issue. The patient was sent a list of doctor¿s in the area. It was reported that the pain at the ins began about three weeks ago (2019). The shooting/jolting up their lead occurred the day of the call ((B)(6) 2019). It was indicated that the patient didn¿t know what year it was when they noticed that the stimulation was irritating. No further complications were reported/anticipated.